Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline pericardial effusion was noted at the start of the procedure. Heparin was given and activated clotting time was 239. Physician performed the trans-septal puncture through the patent foramen ovale (pfo) with a non-bsc sheath and needle. The was was then placed, and after crossing the septum, the physician could not see the sheath in the laa. At this time, they paused to review the echocardiogram. The sheath was still unable to be observed, so a bsc pigtail catheter was placed, which was still unable to be seen on echocardiogram. At this time, the patients blood pressure started to decrease. The pigtail catheter and was were found in the transverse pericardial sinus. A pericardiocentesis was performed and the patient was brought to surgery for perforation repair. Patient has since been discharged. It was noted that the patient refused at least 800 units of venous heparin during the procedure. The patient received two units of blood a few days prior to the procedure and it was known that the patient did not tolerate moving blood very well.